Event description:
Note atria undersensing on current an episode egm t at could affect mode switch operation, atrial pacing, and detection/termination of at /af episodes. 1171 monitored at/af episodes most recent on (B)(6) 2021. Low measured p-waves: 0.4mv at atrial sensitivity 0.3mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).